Event description:
Per the audiologist's report, the pt had previously lost an implant (date not reported) and was reimplanted in 2008. The pt reported losing the second abutment and that skin had grown over the fixture. The pt reported pain prior to losing the fixture. A revision surgery was scheduled for about 7 months post implant, to re-expose the fixture and to attach a new abutment. Due to an infection, the revision surgery was cancelled. A new surgery date had not been scheduled at the time of this report.

Manufacturer narrative:
The type of event is addressed in the device labeling.